Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings from the lab. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not report symptoms and had contact with healthcare professionals (hcp) who provided a reading of 160 mg/dl obtained on an hcp meter. Treatment provided by the hcp is unknown and the customer was hospitalized for 3 days. There was no report of death or permanent impairment associated with this event. A customer reported receiving low glucose results from an abbott diabetes care device. The customer received lower sensor scan results of 55 mg/dl compared to readings of 160 mg/dl respectively obtained from laboratory results and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.